Event description:
It was reported the device had premature battery depletion. The device was replaced. No patient complications have been reported as a result of this event. In addition the helix mechanism did not deploy (B) (4). The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. Evaluation summary: (B) (4) ceramic cap - leakage-unspecified. (B) (4) the full lead was returned and analyzed. It was found the helix would not extend at this time due to the dried blood in the tip end of the distal conductor. This prevents torque transfer when the is-1 pin is rotated. Blood was present on the helix/lobe mechanism (sleeve head).